Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative and early postoperative complications can include: damage to blood vessels, temporary or permanent nerve damage resulting in pain or numbness to the affected limb, cardiovascular disorders including venous thrombosis, pulmonary embolism or myocardial infarction, hematoma, and delayed wound healing." Remains implanted.

Event description:
Patient who enrolled in a clinical study experienced a hematoma at incision site thirteen days post-implantation of a right shoulder arthroplasty. The hematoma was reported to have been resolved after twenty-eight days.